Event description:
Infant born prematurely on (B)(6) 2016 with respiratory distress had 14 french 1.0 mic key gastrostomy feeding tube inserted. Product does not stay inflated. Product replaced. No pt harm. Diagnosis or reason for use: external feeding due to premature birth.